Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmic stimulation on the left ventricular (lv) lead. There was also unstable lv capture and t-wave oversensing (twos) on the right ventricular (rv) lead. The device was reprogrammed and the leads remain in use. No further patient complications have been reported as a result of this event.